Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the implant clinic's report, it was determined that 11 to 14 electrodes had extruded out of the cochlea. The device was explanted and the patient was reimplanted during the same surgery.